Event description:
It was reported that during the implant procedure, the doctor thought a longer lead may be needed due to the patient's anatomy. However, it was also reported that after using the longer lead, it was decided to ultimately use the original shorter lead. The longer lead was removed and replaced with the shorter lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted and the lead appeared damage at implant.